Manufacturer narrative:
Our field service engineer repaired the ventilator cart. The ventilator was then put back into service. Provided picture confirmed the loose wheel. The root cause of the reported issue has not been determined.

Event description:
It was reported that one of the wheels of the ventilator fell off. There was no patient involvement. Manufacturer's ref #: (B)(4).